Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller (customer's doctor) reported that on the morning of (B)(6) 2014, the customer was unable to test her blood glucose due to the adc test strips being all white and having no target area for blood application. Caller further reported paramedics were called and transported the customer to a local hospital where she was reportedly diagnosed with diabetic ketoacidosis (dka) and diabetic coma, and administered intravenous fluids and insulin (lantus and novolog 70/30). Caller additionally reported a reading of 30 mg/dl was obtained on a hospital meter but it is unknown when this reading was obtained. There was no report of death or permanent impairment associated with this event.